Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a highly calcified, long, tortuous lcx lesion with 70% stenosis. Device was inspected before use, no issues noted. Lesion was pre-dilated with various balloons. Resistance was noted advancing to the lesion, excessive force was not used. It was reported that the stent was damaged by the calcium and was not fit for use. Four stents were reported to be deployed to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.